Event description:
Additional information was received from the area representative indicating the doctor stated he remembered that there was a problem with the connection of the lead into the generator during surgery. The event was solved in the same intervention. Attempts for further information have been unsuccessful to date.

Event description:
Additional information was received that no patient trauma or manipulation preceded the event. No x-rays were taken prior to surgery.

Event description:
It was reported by a company representative that high impedance was found on a vns patient during review of programming history in both normal and system diagnostics on the date (B)(6) 2011. System diagnostics for (B)(6) 2011, were indicative of normal results. At the moment good faith attempts to obtain further information from the treating physician on interventions taken have been unsuccessful to date.

Event description:
Additional information was received that it was noted by the surgeon during surgery for their high impedance that the high impedance was caused by their pin not being fully inserted into the header of the generator. During surgery the lead pin was reconnected into the header of the generator and normal impedance values were obtained with testing. The surgeon felt the header of the generator connector block was a little too big so pasted a piece of sterile silicon all around in order to obtain a good contact. Further investigation is underway to obtain details about this reported issue.

Manufacturer narrative:
Type of report corrected data; omitted on initial report, 30 day report. Suspect medical device, corrected data to generator. Device manufacture date corrected data: updated to generator manufacture date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.